Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.

Event description:
It was reported that the bd 3 ml syringe luer-lok¿ tip with bd precisionglide¿ needle leaked while administering a vaccination. At the time of the leakage the product user received a dirty needle stick from the product, and then received post-exposure blood tests.